Manufacturer narrative:
Corrected data: d4 - lot number corrected. The product involved in the report has been returned and is being processed for evaluation. The device history record for lot m19140e102 was reviewed and the product was produced according to product specifications. The investigation remains in progress. All information reasonably known as of 09 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The complaint was confirmed. A potential root cause was identified and addressed. All information reasonably known as of 16 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m1914oe102 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided.

Event description:
It was reported that the cytology "brush was used on a patient and broke off. Metal tip was checked before inserted into scope; brush projected without problems; when retracted tip came off; x-rays were done to locate object...no patient harm." Additional information received 03-feb-2020 stated that "the patient would have received an x-ray due to the type of procedure that was being done anyway; so I'm not absolutely sure that the x-ray was because of this broken piece." "The metal tip that broke off was found in the neptune (suction canister) it was not in the patient."